Event description:
The customer received a questionable hemoglobin a1c result for one patient sample. The initial result was 10.1% and was reported outside the laboratory as 10.0%. The physician questioned the result and the sample was repeated. The repeat result was 5.8% twice. The repeat result was believed to be correct. The patient was not adversely affected. The hemoglobin a1c reagent lot number was 65778101 with an expiration date of 11/30/2013. The customer refused a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a root cause. Additional information was not provided for further investigation. No adverse event was reported.